Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump had no power. The distributor reported that the display screen was blank and the pump had no operational audio tones or vibratory function. The reporter stated that there was no audible tone with insertion of a battery; the battery cap spring was confirmed to be intact. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue remained unresolved with troubleshooting.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed no records of power on reset. On examination, the pump and battery cap were intact without damage. The battery cap was able to be secured to the pump properly and maintained a proper electrical connection. On testing, the pump powered on normally and displayed the verify screen per normal operation. The battery cap was tightened, and then unscrewed ½ turn without loss of power. The pump was successfully primed and exercised for (B)(4) without power interruption. The pump was opened for investigation and did not reveal evidence of defect, damage or contamination of the pump¿s interior components. Unrelated to the original power complaint, the display screen was noted to be dim and faded.